Manufacturer narrative:
(B)(4). Investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315 cm from the end of the connector to the end of the exposed glass tip. There was distorted light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. No other issues with the device were noted. The analysis of the returned device revealed that there was a distorted light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip had normal degradation. Fibers are consumable and meant to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A fleixva 200 tractip laser fiber was returned to boston scientific corporation on february 16, 2021. It was reported that the fiber was used in an unknown procedure performed on (B)(6) 2020. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the returned laser fiber broken within the connector.